Event description:
It was reported that the nurse stated they changed to a new arctic sun device and pads because first device sn (B)(6) was overshooting targeted temperature (tt). Caused the patient temperature (pt) to go too low, condensation on pads and pad lines, and patient's skin was turning red with raised bumps. Swapped out device around midnight when water temperature (wt) was 4.8c. Nurse noted skin looks better now but still red. Emphasized importance of pads only being placed on clean, intact skin. If there was any damage, they need to remove the pads. Also noted importance of diligent skin checks involving peeling back the pads to investigate skin integrity. Nurse denied any alerts or alarms but did not device kept shutting off during therapy and asked if that could be related to it being plugged into the bed. Confirmed the device pulled too much power to be plugged into the bed. Nurse confirmed it was now plugged into a grounded wall outlet. Advised nurse to send to biomed labeled patient temperature (pt) overshoot and have biomed call back this morning to review with ttm remote support. Nurse also sending pads to biomed to be kept for investigation. Alerted ttm remote support and sending case notes to fa for review. It was unknown what medical intervention was provided. Per additional information received via ttm on (B)(6) 2026, biomed sent a device and all the notes said was, temperature reading incorrectly and asked if they had case notes from when the rn called in. Referenced case (B)(4) and informed biomed of a few things the rns noted. The temperature output was reading correct on end. Per follow up information received via task on (B)(6) 2026, spoke with wound care specialist who stated they had assessed this patient's skin on (B)(6) 2026 and found that treatment was not necessary. The reaction was limited to the surface level of skin, and the only treatment was monitoring. The patient was checked again on the morning of (B)(6) 2026 and there was no sign of lasting skin irritation and did not have information regarding case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.